Manufacturer narrative:
A ge service representative performed an on site investigation. Although the failure could not be duplicated, it is suspected that line voltage was not optimal and may have caused the lock up and failure to reboot. Transformer was re-strapped to optimal normal input. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system c-arm failed and locked up after saving an image and then failed to reboot. No adverse patient involvement reported.